Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and a right ventricular (rv) lead from another manufacturer exhibited noise, oversensing, and high out of range pace impedance measurements. Boston scientific technical services reviewed strips and discussed possible electromagnetic interference (emi). It was noted that the patient recently had pain due to a garage door falling on them. At this time the system remains in service. No adverse patient effects were reported.